Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/28/2014-additional information: on (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) was between 40 mg/dl and 270 mg/dl with inability to concentrate and cognitive impairment. The reported health event reportedly occurred while the patient was off pump therapy due to a power issue and was using an alternate insulin delivery method. The reporter noted the patient¿s bg was between 260-270 mg/dl 2 hours after a large meal. The patient reportedly corrected for the elevated bg with a manual insulin injection of 10 units. The patient¿s bg 2 hours post-injection was reported to be 40 mg/dl. It was reported the patient did not receive treatment outside of routine diabetes management. It was determined by animas customer technical service that the reported health event was caused by an incorrect manual calculation of dosage and miscounting of carbohydrates. This complaint is being reported because the reported hypoglycemia was due to use-error while the patient was using an alternative insulin delivery method due to a pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/03/2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed rebooting events following unrelated alarms. A battery compartment crack was observed. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. The battery cap threads were damaged and the battery cap was unable to properly secure to the pump; however a power loss was not observed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. There was no evidence of moisture on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.